Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg incision site as ozzing was noticed from it. The physician stated that the ipg and lead was infected. The patient was put on antibiotics and it was noted that the ipg site was not oozing.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial/batch/lot number: (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg incision site as oozing was noticed from it. The physician stated that the ipg and lead was infected. The patient was put on antibiotics and it was noted that the ipg site was not oozing.